Event description:
Pt scheduled for laproscopic repair of right inguinal hernia under general anesthesia. A small abdominal incision was made and balloon dissector placed. Balloon malfunctioned and had to be cut to empty the water. The balloon dissector was then removed. Camera inspection showed that the balloon had opened the peritoneum. Laparoscopy was aborted and an open hernia repair performed.